Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed a "check pads" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device is not being returned for evaluation. We have made an attempt to have the product returned to zoll headquarters for evaluation; however no response from the customer at this time. No log was provided by the customer. It was reported to zoll the unit was used in an active esu environment. The r series operators guide recommendations should be followed when using the device in an esu environment. Per the r series operator's guide; during electrosurgery, observe the following guidelines to minimize electrosurgery unit (esu) interference and provide maximum operator and patient safety: keep all patient monitoring cables away from earth ground, esu knives, and esu, return wires, and use electrosurgical grounding pads with the largest practical contact area. Reports of this nature are typically not condisered to have any clinical impact. Esu interference is not uncommon and obvious to the user. No trend is associated with reports of this type.